Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm during basal delivery and no delivery alarm during basal on the insulin pump. The customer's blood glucose level was 245 mg/dl. The troubleshooting was performed. The customer is going to receive a replacement insulin pump for motor error and no delivery alarm.

Manufacturer narrative:
The insulin pump was received with no motor error or excessive no delivery alarm noted. The motor passed the motor test. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and broken belt clip slot.